Event description:
Boston scientific/target was notified that the physician scheduled to input the first coil in the a-com aneurysm and the size chose was 4mm x 10 cm. The physician inserted it into the pt's a-com aneurysm. During deployment of the coil, it was noted that the coil diameter was not 4mm, the physician retrieved out the coil immediately and softly. Then used a ruler to check the diameter of the coil and the actual diameter is 2-3mm and it's not 2d coil. During the procedure, the aneurysm was ruptured and pt's condition is not stable.